Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the 6th november 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. Multiple manual power ups, mainly of ten minutes duration, between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.